Event description:
Caller reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to use a specific technique to press the button more effectively, but the issue persisted. Consequently, technical support arranged for a replacement pump with updated software to be sent to the customer, who understood and acknowledged the need to return the malfunctioning pump to avoid extra charges. The caller will also need to program settings and connect their continuous glucose monitor to the new pump.